Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot were performed and passed. Recevier functional testing was performed and failed due to speaker failure. G5 global communication tool tone at medium test was performed and failed due to failed sound. Manual functional tests "try it" was performed and failed. Open receiver case for internal visual inspection was performed and failed due to defective speaker with metallic debris fod. Pictures were taken. Measure the speaker resistance was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective speaker. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.